Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During troubleshooting with tandem technical support customer was able to clear the alarm and resume insulin therapy. Customer's blood glucose level was 314 mg/dl.